Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with an gst60b cartridge loaded on the device. The cartridge was received unfired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric laparoscopic procedure, the tech handed device to surgeon closed and when he tried to open in the patient, it would not open. We do not know if the hatch door was opened or if he tried to reverse switch. Case completed with another device of the same product code. There were no patient consequences reported.